Event description:
It was reported that the patient with this right ventricular (rv) lead presented episodes suspected to be noise on the ventricular channel. These episodes occurred at various times throughout the day and during one episode, a shock was delivered. Technical services (ts) indicated that the ventricular channel may be sensing p waves; however, they added that the signals do not appear as a single discreet signal and are more suggestive of noise. Ts recommended consulting electrophysiology for further evaluation and asking the patient about their activities on the day the shock occurred, as other episodes displayed similar signals without therapy being delivered. The field personnel indicated the recorded episodes could have been slow ventricular tachycardia, but there was no conclusive confirmation and no action was taken. No additional adverse patient effects were reported. This rv lead remains in service.